Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that in early (B)(6) 2024 the patient was admitted to the ICU for a week with ketoacidosis. At the time of the event, her blood glucose meter was unavailable for use due to not turning on. It is unknown how long the meter was unavailable for use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).